Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 428 mg/dl. Customer stated that she changed her set and her glucose was still high. Customer stated she bloused and it still was going up. Customer stated she doesn't have any alarms or alerts on the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump boluses. Customer was alleging possible insulin pump under delivery. Customer stated the drive support cap appeared normal. Customer declined to check their settings. Customer performed displacement test and resulted to no reservoir. Customer performed high performance test and resulted to no delivery. Customer stated she was allergic to tape so she gets a little irritation. The insulin pump will not be returned for analysis.